Manufacturer narrative:
Other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient advised he was having a catheter issue, which was the reason why the patient was seeing their healthcare professional (hcp) today ((B)(6) 2018). Troubleshooting/diagnostics/actions performed was unknown. No symptoms were reported. The event date was unknown. The outcome of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a catheter broke loose causing the patient to go into a catatonic state. The catheter released too much medicine into the patient causing the patient to have an amnesiac event in which they were unconscious but walking. It was noted the patient does not remember anything. The patient woke up in jail because they walking into someone else's house. It caused the patient to go homeless. The patient is in horrific chronic pain so much so they can't think. It was noted the patient can't work. Troubleshooting, symptoms, and outcome were unknown.